Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-09615. During a clinic follow-up, a loss of capture and episodes of oversensing were observed on the right atrial (ra) lead. Diagnostic imaging was performed and revealed a dislodgement of the ra lead. During a replacement procedure, the ra lead was unable to be removed from the device header due to the torque wrench being too tight. Both the ra lead and device were explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were dislodgement, oversensing, failure to capture, and failure to remove the lead from the header. As received, a complete lead was returned in one piece for analysis with the helix fully extended. The measured full helix extension was within specification. The reported events of oversensing and failure to capture were not confirmed. Visual and x-ray examination of the lead did not reveal any anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Dimensional analysis of the connector pin, the front seal, the connector ring, and the connector boot were all within specification.